Event description:
Dealer states the screws have fallen from the bottom and back of the seat. The dealer's driver went out and said to send a new footplate with the appropriate screws, nuts, bolts that would probably do the job.